Event description:
Ascent healthcare solutions reprocessed ethicon endo-surgery device was both mislabeled and non-functional. Ascent lot#368768u, OEM no: 5dcs, device package labeled by ascent healthcare as "endopath curved scissors w/unipolar cautery". While device actually was maryland dissector with unipolar cautery. Cautery on device was non-functional after verification that cautery source and wiring were fully functional. Hospital facility ivos report filed. Dates of use: 10 minutes. Diagnosis: cholecystitis; cholelithiasis.